Event description:
Additional information was received on (B)(6) 2012 when product analysis of the explanted generator was completed. The generator was found to be at end of service as the result of normal expected battery depletion. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
It was reported via clinic notes from an office visit on (B)(6) 2011 and received by the manufacturer on 01/20/2012 that a patient had an increase in seizures beginning a few days prior to the office visit. The increase in seizure activity appeared to occur for no known reason. The seizures are tonic seizures lasting 30 seconds but were occurring in clusters. The patient was also having a few more myoclonic seizures over the past few days. No adjustments were made to the patient's settings as a result; however, the patient's dosage of banzel was increased. It was noted that the generator appeared to be nearing end of service; however, the patient's foster mother was not sure how efficacious the device was for the patient's seizures so did not want to pursue device replacement at that time. The patient has since been referred for revision surgery; however, it has not occurred at this time.

Event description:
Additional information was received on (B)(4) 2012, when it was reported that the patient's generator had been explanted and replaced. The explanted generator has been returned to the manufacturer and product analysis is currently underway.

Event description:
Additional information was received from the patient's nurse practitioner on (B)(6) 2012. She stated that the increase in seizures could be related to the device nearing end of service however it is more likely they are due to the patient's neurological disorder. With adding banzel on (B)(6) 2011, the seizures decreased. The seizures were below pre-vns baseline levels.